Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion set's tubing was dislodged and was not receiving insulin. Customer's blood glucose level was 334 mg/dl. The customer had issues with air bubbles on her last reservoir. The air bubbles were one fourth in diameter and she had issues seeing them. The device was not returned.